Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's rash was located on her back under the therapy electrode pads. The rash was bumpy, like a heat rash, with some open areas. The patient's physician prescribed the patient a lotion to use on the rash. Follow-up indicated that the rash had improved.